Manufacturer narrative:
(B)(4). Lot 16j025 was manufactured september 13, 2016 ¿ september 14, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to a single day infusor. The infusor was ¿taking longer than expected to infuse¿. The device was filled with an unspecified amount of desferrioxamine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.